Event description:
The following information was provided: it was reported that the patient's right knee was revised due to instability. No implants were noted to be worn, loose, or damaged. A 7x22 ps insert and size 7 primary baseplate were revised to a 7x28 ts insert with universal baseplate, stem, and augments. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: cat #;device name; lot# unk_jr;unknown stryker triathlon 7x22 ps insert;unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving an unknown triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's right knee was revised due to instability. No implants were noted to be worn, loose, or damaged. A 7x22 ps insert and size 7 primary baseplate were revised to a 7x28 ts insert with universal baseplate, stem, and augments. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.